Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm. The customer's blood glucose level was 336 mg/dl at time of incident. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer was advised that the insulin pump need to be replaced and revert to back up plan. The replacement insulin pump will sent to the customer. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the pump alarmed power error alarm and low battery alert. No unexpected restart error alarm or replace battery now alarm noted. However, the power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error and low battery alert due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Device received with minor scratches on case, pillowing keypad overlay, cracked retainer, stained serial number label and minor scratches on lcd window.